Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer since they cancelled getinge service. However, despite our best efforts, customer has not responded to any of our gfes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) stated that the service requested was canceled by the customer. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.